Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. The investigation methods, results, and conclusions are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a false activation caused by a sudden change in flow or temperature during disconnection. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.